Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.

Event description:
It was reported that a pump pocket infection occurred and as a result of the event device system explant was required. The type of infection was unknown. A culture was taken; however, the type of organism cultured was not specified. Antibiotic treatment was necessary. The location of the issue was the device pocket. There was no alleged product issue and no diagnostic testing or troubleshooting was performed. The patient¿s status at the time of the event was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was later reported that the device manufacturer representative was not aware of the exact symptoms. The system was explanted so the patient was no longer receiving therapy but was noted to be alive without injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780,serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8591-38, lot# d17701, implanted: (B)(6) 2012, product type: accessory. (B)(4).